Event description:
It was reported that the ventilator was contaminated with liquid. The ventilator generated technical error code indicating a power error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator was contaminated with liquid. The ventilator generated technical error code indicating a power error. The provided pictures confirmed liquid entered into the ventilator and on several printed circuit boards (pcbs). The liquid is patient's vomit entered into the ventilator through the patient hoses. The provided logs confirmed the the reported technical error code indicating a power error at the event date. According to service manual, the reported technical error code is referring to the dc/dc & standard connectors pcb, which was most likely short circuited by the liquid/vomid. No parts were returned as the ventilator has been scrapped by the customer.

Event description:
Manufacturer's ref.#: (B)(4).